Event description:
It was reported that after insertion the needle pulled out of hub with a bd syringe 3ml ll 22ga 1-1/2in mx bun. The following information was provided by the initial reporter, translated from spanish to english: a syringe of 3cc 22x 1 ½ which failed in the application of intramuscular treatment, comes off syringe needle. Needle stays inserted into patient's skin (right buttock).

Manufacturer narrative:
Investigation: photos received for investigation. Upon observation, the needle is removed from the hub. Moreover, 40 pieces of retention samples are analyzed to evaluate the defect reported by the customer. During the revision of the batch there was no defect present, however with the photo of the client it was determined that the event could be present even though the retention samples showed satisfactory results. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Additionally, the batch record of the needle manufacture was reviewed, there was no non-compliant product report during manufacturing. Possible root cause, epoxy resin dosing valve failure. Corrective action, change in epoxy tank pressure operation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the needle pulled out of hub with a bd syringe 3ml ll 22ga 1-1/2in mx bun. The following information was provided by the initial reporter, translated from (B)(6) to english: a syringe of 3cc 22x 1 ½ which failed in the application of intramuscular treatment, comes off syringe needle. Needle stays inserted into patient's skin (right buttock).